Event description:
In 2009, the pt was in a motor vehicle accident, and presented with a traumatic transection in the descending thoracic aorta, near the left subclavian artery. The transection was successfully covered with two aortic extenders. No complications were noted during the procedure, but sometime before coming out of anesthesia, the pt had a massive stroke, and expired two days later, due to brain damage. The physician was uncertain what may have caused stroke. The pt was apparently healthy, with no related pre-existing medical conditions.

Manufacturer narrative:
A review of the mfg records has been conducted. Results - the mfg records review verified that this lot met all pre-release specifications.